Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received the open book image on the insulin pump screen. The customer¿s blood glucose level was 145 mg/dl. Customer stated that the insulin pump was keeps on beeping. Customer also stated that insulin pump already had a crack. The insulin pump will not be returned for analysis.